Event description:
Medtronic received a report that two tracheostomy tubes had cuff inflation issues. These events reportedly required recannulation of the patient. There was no additional harm to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.